Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck on a motor error alarm that occurred during bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Customer is not able to complete the rewind sequence; it goes up to the fixed prime and then it alarms motor error. Blood glucose value is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.